Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device displayed a "status 56" error message upon power-up and all functions were inoperable. There was no pt involvement in the reported malfunction.